Event description:
It was reported via repair work order that the brakes had malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was found that the brakes could not be operated from the foot end pedal due to a missing roll pin. However, the brakes could be operated from the foot end pedal. This issue is not likely to result in serious injury or death because the unit could still be put into brake using an alternative pedal.

Event description:
It was reported via repair work order that the brakes had malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.